Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the user was preparing the set to administer medication however the set leaked. Upon closer observation the user noticed that an unspecified piece was missing on the set. The event occurred in the (B)(6).

Event description:
It was reported that the user was preparing the set to administer medication however the set leaked. Upon closer observation the user noticed that a component was missing at the distal end of the tubing. .the event occurred in the ed

Manufacturer narrative:
The customer¿s report of the tubing missing component and leaking was confirmed. During visual inspection it was observed that the very end of the distal tubing contained a smartsite rather than the expected male luer component. Fluid was leaking at the end of the set. No functional testing was performed on the returned set. Fluid was leaking at the end of the component. The root cause of the customer¿s report was identified as assembly sequence not being followed during the manufacturing process.